Event description:
It was reported that the user ran out of supplies and stopped using the ilet, with a reported blood glucose of 346 mg/dl and a question about using a prescribed sliding scale, after which the user was referred to clinical support. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and referral for clinical guidance. Investigation included complaint intake and user support triage. Investigation of this case revealed no device malfunction reported while off therapy and no device component issues identified, with the event attributed to being off the ilet due to supply unavailability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.